Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid effluent. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with intraperitoneal cefazolin and fortum (doses, frequencies and duration not reported) for peritonitis. At the time of this report the patient was recovering from this peritonitis event and the effluent ¿was getting clear¿. The day after event onset, pd therapy was discontinued; however it was reported during antibiotic treatment the patient was changed to continuous ambulatory peritoneal dialysis (capd). No additional information is available as the reporter has declined further follow-up information.